Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint identified no other complaints from the lot. All available information was investigated and based on the information provided and per the physician, a cause for the reported single leaflet device attachment cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr), dilation of the mitral annulus, and minor posterior leaflet restriction for a mitraclip procedure. The first clip was an xtw and was placed on the medial side of a2p2. Leaflet insertion assessment (lia) was performed and the clip was perpendicular to the line of coaptation. All steps were done per IFU. The clip was deployed and in 3d echo a detachment of the posterior leaflet was observed. A 2nd xtw was placed lateral to stabilize the slda (single leaflet device attachment) clip. Final mr grade was moderate. There were no adverse patient effects or clinically significant delay. The physician does not know why the slda occurred, as pre-deployment assessment and deployment procedures were ideal.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.